Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient was receiving hemodialysis therapy using an ak 96 machine. It was reported that the machine was programmed to remove 0.6kg of ultrafiltration per hour. The ak 96 triggered several alarms including ¿venous pressure alarms¿. The patient ¿repeatedly stopped the dialysis and continued the procedure instead of disconnecting.¿ the patient experienced ¿difficulty breathing and swelling¿. The patient disconnected from the device. It was found that the patient had a weight gain of 4.0 kg "in 5 hours". No additional information was available.